Manufacturer narrative:
The cv-190 processor was returned to olympus for evaluation. The evaluation does not confirm error. Codes e216, b30, e204. Error code e212 was observed. The error codes b30 and e216 errors are related to the scope and maj-1933 cable. Olympus recommended that those should be checked as well. The power switch was updated. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center was displaying error codes: b30, e204, e216, & e212. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 7 years since the device was manufactured. The phenomenon likely occurred due to an insufficient / unstable connection between the video controller and the endoscope. This unstable connection is likely caused by insufficient drying of the electric junction of the video connectors after cleaning. This unstable connection leads to e204, b30 and/or e216 errors. In addition, when dust or dirt is attached to the electric contact point, communication between the video controller and the endoscope cannot be performed. Scope communication error e216 occurs when successful communication occurs at the time of activation initially, but eventual failure occurs thereafter. The following verbiage regarding the drying of the electric contact points is described in the instructions for use: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear". Per the legal manufacturer, e204, e212, and e216 errors identified within the initial report have no potential to cause or contribute to death or serious injury if they were to recur.